Event description:
This is an international report where the homechoice (hc) was giving inaccurate readings. The hc was swapped due to the ongoing issues. There was no patient injury or medical intervention associated with this report. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: homechoice was returned for device evaluation for the reported issue of inaccurate fluid reading. Visual inspection of the device did not show any issues. The device was tested and showed no issues. The reported problem was not confirmed in the event history log review or during the sample evaluation. No failure or malfunction was found that could contribute to the reported issue. The assignable cause was undetermined. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.